Manufacturer narrative:
Testing of the console resulted in it priming on the first attempt. The device functioned normally within all factory specifications. Visual inspection found that the reflux valve was rusted and stuck. The push pins and roller bearings are rusted and not functioning smoothly. In addition, the force sensor shows signs of moisture ingress. All of these would contribute to a vacuum or priming failure. The rusted bearings could affect properly latching of the cassette which would cause leaking adding to the moisture ingress and rust build-up. The reflux valve, push pin, bearing screws, and roller bearings were replaced. The console did cause/ contribute to the reported failure. This malfunction was reported as the patient had been incised and the procedure was aborted mid-procedure.

Event description:
Per the information provided, mid-procedure there was priming issue with the console. The physician tried priming three handpiece without success. On the third handpiece, the manufacturer was contacted and the staff member was instructed on how to manually prime the handpiece. Priming was successful and the doctor started to treat the patient. The occlusion alarm activated indicating blockage of the microtip. The doctor was instructed to test the handpiece in the air (outside of the patient) and the occlusion alarm activated again. At this time it was determined that the procedure would be aborted and rescheduled for (B)(6) 2017. The patient had been incised and was under anesthesia for 25 minutes. Per the information provided, there was no harm or injury to the patient caused by the failure.